Event description:
The distal femoral aiming arm was not aligning with the plate. Therefore, the surgeon had to use another tray and arm to get it to line up properly which delayed the surgery 15 minutes.

Manufacturer narrative:
All received parts assembled as intended during this evaluation. Device used for treatment and not diagnosis. The design was reviewed, is adequate for its intended use and did not contribute to this complaint condition. The returned device was manufactured in october 2002 and is over 10 years old. All received parts assembled as intended during this evaluation.

Manufacturer narrative:
This device was for treatment no diagnosis. Investigation is on going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.